Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Device codes 3009 captures the reportable event of gel misplaced - non vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 21, 2019 that spaceoar was implanted by a radiation oncologist during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the procedure was done under monitored anesthesia care and there were no issues noted during the procedure. According to the complainant, on (B)(6) 2019 during a magnetic resonance imaging (MRI), the spaceoar gel was found to have migrated around the prostate. As of november 5, 2019 the patients current condition was reported to be no health concerns.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 21, 2019 that spaceoar was implanted by a radiation oncologist during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the procedure was done under monitored anesthesia care and there were no issues noted during the procedure. According to the complainant, on (B)(6) 2019 during a magnetic resonance imaging (MRI), the spaceoar gel was found to have migrated around the prostate. As of (B)(6) 2019 the patients current condition was reported to be no health concerns.